Manufacturer narrative:
Action #s: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11203. It was reported the patient had experienced a burn at the ipg site while charging approximately 1.5 years ago. The patient reported she had a scar from this event. The patient stated she had not charged or used the scs system since that time. In addition, the patient reported she had ongoing pain at the ipg site that has recently gotten worse. The patient reported she would like the system removed. The patient was advised to contact her physician regarding removal of the system. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.